Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the tool was stuck in attachment. Further evaluation was performed and it was determined that the foot of the attachment was damaged by the tool due to tool was not fully locked in the collet. The likely cause was identified as improper installation of the tool. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent,loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to cut foot. On follow up it was reported that there was no staff or patient impact and that a backup device was used to complete the procedure.